Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. An MDR was submitted with the reported event of an esheath+ liner puncture. This event was reported in error. The returned device (esheath+) was observed to have a liner torn with no liner punctured observed. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards esheath+, therefore, the event is no longer considered FDA reportable.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the balloon on the 29mm commander delivery system burst during deployment. The delivery system was unable to be withdrawn through the 14fr esheath+, so the commander and esheath+ were taken out as one unit. The valve was well deployed so no further ballooning was done. Per pre-deco findings, the liner was torn on the returned 14fr esheath+. Per pre-deco findings, the delivery system appears to come out on the side of the esheath+, and the liner is torn.